Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge went from 45% to 76% without charging the pump. The battery gauge then dropped down to 5% in less than 40 minutes. In addition, while charging the pump a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated the customer would contact health care provider for guidance on manual injection therapy.